Event description:
Account is experiencing results for pt samples that are 0.5 to 1.0 mg/dl. The incorrect results have not been used to guide pt therapy. The technical support specialist was unable to determine a reason for the discrepancy.